Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided). Customer alleged the pump was not delivering insulin. No additional information was provided and customer declined further follow up from tandem technical support.